Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "l implant deflation" this record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage ¿ particles in valve: observed. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "l implant deflation" this record is for the left side. Device was explanted and replaced.